Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the surgeon experience injury to the bile duct while using the device? If yes, which bile duct branch? No. Does the surgeon believe the ablation procedure led to a biliary stricture? No. Did the surgeon experience any deficiency of device during the ablation procedure that caused or contributed to the patient complication? No. What is the patient¿s current status? Patient is in better condition. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided, therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a clinical trial liver lesion ablation, the patient experienced obstructive jaundice. The relationship with the study device is unlikely and the relationship with the procedure is possibly related. Medication was given and the patient is now recovered.